Event description:
Dexcom g6 sensor adhesives have changed and I have been getting a horrible rash. I have been using dexcom g6 for 2 years and this has never happened. I use this especially for low blood sugars at night and I may have to stop using it because of the rash. FDA safety report ID# (B)(4).